Event description:
This lead was implanted on (B)(6) 2011. It was reported to technical services on (B)(6) 2011 that they are unable to measure r-wave, ventricular impedance less than 100 and no capture in ventricle. Pace sense config bipolar in unipolar, r-wave 5.1 mv 230 ohsm impedance. Rv pace threshold is .6v @ .5 ms and device is tracking and capturing in the ventricle normally. Reports pocket manipulation and patient isometrics did not elicit noise on rv rtt egram in unipolar. Did not do this in unipolar. Ts advised appears the lead insulation has been damaged at implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).